Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, upon interrogation of the device, non-sustained rv post-paced t-wave oversensing issue was observed. The session records were reviewed. Programming changes were made and discussed with the healthcare provider. Device remains implanted and is being monitored. Patient was stable prior, during and post device interrogation.